Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: what were the indications for surgery? Original surgery was a whipple ((B)(6)). Patient began throwing up blood in pacu ((B)(6)). Intraluminal gi bleed. What anatomical structure was device used on when issue occurred? Gastrojejunostomy. Where any issues experienced with device intraoperatively to include staple formation? No issues prior. What color cartridge was used? 3 gold 1 blue cartridges. Was buttressing material used? No. Does the surgeon routinely wait 15 seconds prior to firing? Yes. Does the surgeon pulse fire or use one continuous firing stroke? One continuous. Can additional information be provided on what was found in reoperation and how it was addressed? No. What is the current patient status? Patient has recovered.

Event description:
It was reported that during a whipple procedure, the stapler fired and the staple line looked complete. Post operative there was bleeding intraluminal. The patient was brought back the following day on (B)(6) 2020 to address the issue. There is no additional information available.